Event description:
It was reported " customer is a vet, patient were animals. Staples were not forming / closing. No consequence for the animal. Incident observed when closing the wounds. No medical intervention necessary."

Manufacturer narrative:
(B)(4).

Event description:
It was reported " customer is a vet, patient were animals. Staples were not forming / closing. No consequence for the animal. Incident observed when closing the wounds.no medical intervention necessary."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of " misfire/jam-staples not forming/closing" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon functional testing, one staple fully formed and released correctly and the partially formed staple did not move and failed to release. The loaded partially formed staple was manually removed from the stapler. The second fire attempt resulted in the staple fully forming and released correctly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The first fire in the skin pad resulted in one staple fully forming and one unformed staple falling out upon release. The remaining 9 staples were successfully inserted into a simulated skin pad with proper forming and release. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anom alies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.